Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely elevated multigent enzymatic creatinine of 236 umol/l on the architect c16000 analyzer. Additional creatinine (unknown method) was performed on the patient at another laboratory with a result of 76 umol/l. A new sample from the patient was obtained which generated multigent enzymatic creatinine of 80 umol/l on the architect c16000. No impact to patient management was reported. No patient gender information was provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.